Event description:
It was reported that asymptomatic patient presented to the hospital after feeling the patient notifier. Upon device interrogation, another alert for extended charge time limit was noted. After several capacitor maintenance tests, the device timed out. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of extended charge times was confirmed in the laboratory via review of device printouts. No extended charge time anomaly was found during bench testing. The device was found to be normal. The cause of the field reported extended charge times could not be determined.

Manufacturer narrative:
The reported field event of extended charge times was confirmed in the laboratory via review of programmer printouts. The hv capacitors of the device were analyzed and the cause of the extended charge time was found to be a capacitor anomaly.